Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although specific value was not provided. Cause was not known. A correction bolus via pump was delivered to address bg. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 11 mg/dl. The cause was unknown. The customer¿s mother tried to address the low by giving the customer syrup. Ultimately; the customer went to the emergency room. Bg was treated with an IV and fluids of saline. Reportedly, the customer was released the same day with no permanent damage and the issue resolved. System check with tandem technical support confirmed the pump was functioning as intended.